Manufacturer narrative:
Device evaluation: damage was observed on the spiral inner 3.2cm from the end of the spiral. A kink was visible on the graft cover 4.5cm from the tip. On closing of the graft cover the kink site lined up with the damage to the spiral inner. A 0.035-inch was loaded via the luer and along the lumen. It was not possible to advance the guidewire past the damaged area of the spiral. The guidewire was loaded via the taper tip and advanced; the guidewire could not advance past the damaged area of the spiral.if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii cuff was implanted in a patient for the endovascular treatment of a 70 mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, the guidewire would not pass through the delivery system. The physician then backloaded the guidewire and was able to successfully pass wires through. The cuff was then deployed successfully. As per the physician, the cause of the event was due to the guide not passing though the delivery system. No clinical sequelae were reported and the patient is fine.